Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA sating that service was required for the device. During service a cosmetic defect was noted. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.